Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6)-year-old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included depression, acne, obesity, insomnia, cough, mood disorder, left upper quadrant pain and alopecia. Concomitant products included clindamycin from (B)(6) 2014 to (B)(6) 2015 and ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 5 months 5 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), headache ("head pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), cystitis ("infection (bladder urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced migraine ("migraine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, fatigue, headache, back pain, musculoskeletal pain and migraine had resolved and the hormone level abnormal, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, fatigue, headache, hormone level abnormal, menorrhagia, migraine, musculoskeletal pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2019: final pathologic diagnosis: uterus, fallopian tubes (hysterectomy with bilateral salpingectomy): uterine cervix: no evidence of dysplasia. Uterine corpus: benign proliferative endometrium. No evidence of hyperplasia or malignancy intramural leiomyomata, benign. Serosal fibrous adhesions. Fallopian tubes: no significant pathologic abnormality identified, gross description: sectioning through the myometrium within the fundus reveals two silver colored coiled wires within the right and left cornus. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ headache, migraine, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: f/u 2 and f/u 3 processed together. New pfs received- event ¿ injury¿ replaced with new events hormonal changes, abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal), dysmenorrhea (cramping),fatigue, hair loss, abdominal pain, back pain, head pain, shoulder pain, migraine. Lot number and reporters information, concomitant conditions and drugs were added. Product indication was updated. Lab data and historical drugs were added. Outcome of events pain, fatigue migraine from unknown to recovered/resolved were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a 38-year-old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included depression, acne, obesity, insomnia, cough, mood disorder, left upper quadrant pain and alopecia. Concomitant products included clindamycin from (B)(6) 2014 to (B)(6) 2015 and ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 5 months 5 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), headache ("head pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), cystitis ("infection (bladder urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),chronic"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal bleeding"), migraine ("migraine"), acne ("acne") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, hormone level abnormal, dysmenorrhoea, fatigue, alopecia, headache, back pain, musculoskeletal pain and migraine had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, acne and depression outcome was unknown. The reporter considered abdominal pain, acne, alopecia, back pain, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, musculoskeletal pain, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2019: final pathologic diagnosis: uterus, fallopian tubes (hysterectomy with bilateral salpingectomy): uterine cervix: no evidence of dysplasia. Uterine corpus: benign proliferative endometrium. No evidence of hyperplasia or malignancy intramural leiomyomata, benign. Serosal fibrous adhesions. Fallopian tubes: no significant pathologic abnormality identified, gross description: sectioning through the myometrium within the fundus reveals two silver colored coiled wires within the right and left cornus.. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿. Headache, migraine, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') in a 38-year-old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included depression, acne, obesity, insomnia, cough, mood disorder, left upper quadrant pain and alopecia. Concomitant products included clindamycin from (B)(6) 2014 to (B)(6) 2015 and ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 5 months 5 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), headache ("head pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), cystitis ("infection (bladder urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),chronic"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen abnormal bleeding"), migraine ("migraine"), acne ("acne") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, hormone level abnormal, dysmenorrhoea, fatigue, alopecia, headache, back pain, musculoskeletal pain and migraine had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis, urinary tract infection, acne and depression outcome was unknown. The reporter considered abdominal pain, acne, alopecia, back pain, cystitis, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, musculoskeletal pain, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2019: final pathologic diagnosis: uterus, fallopian tubes (hysterectomy with bilateral salpingectomy): uterine cervix: no evidence of dysplasia. Uterine corpus: benign proliferative endometrium. No evidence of hyperplasia or malignancy intramural leiomyomata, benign. Serosal fibrous adhesions. Fallopian tubes: no significant pathologic abnormality identified, gross description: sectioning through the myometrium within the fundus reveals two silver colored coiled wires within the right and left cornus. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ headache, migraine, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-dec-2019: pfs received : events added- depression and acne. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic') and genital haemorrhage ('gen abnormal bleeding') in a 38-year-old female patient who had essure (batch no. C91763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Previously administered products included for an unreported indication: wellbutrin. Concurrent conditions included depression, acne, obesity, insomnia, cough, mood disorder, left upper quadrant pain and alopecia. Concomitant products included clindamycin from (B)(6) 2014 to (B)(6) 2015 and ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2013 to (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced fatigue ("fatigue"), 5 months 5 days after insertion of essure. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), headache ("head pain"), back pain ("back pain"), musculoskeletal pain ("shoulder pain"), vaginal infection ("infection (bladder urinary tract/vaginal) type: vaginal"), cystitis ("infection (bladder urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti") and was found to have hormone level abnormal ("hormonal changes"). On (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),chronic"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraine"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, abdominal pain, hormone level abnormal, dysmenorrhoea, fatigue, alopecia, headache, back pain, musculoskeletal pain and migraine had resolved and the genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, cystitis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, musculoskeletal pain, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in insertion date-(B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2019: final pathologic diagnosis: uterus, fallopian tubes (hysterectomy with bilateral salpingectomy): uterine cervix: no evidence of dysplasia. Uterine corpus: benign proliferative endometrium. No evidence of hyperplasia or malignancy intramural leiomyomata, benign. Serosal fibrous adhesions. Fallopian tubes: no significant pathologic abnormality identified, gross description: sectioning through the myometrium within the fundus reveals two silver colored coiled wires within the right and left cornus.. ¿concerning the injuries reported in this case, the following ones were confirming- events which are same in pfs & mr.¿ headache, migraine, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality safety evaluation of ptc. Fu(4) and (5) processed together. On 15-oct-2019: pfs received : fu(4) and (5) processed together. Following events were added : pain pelvic, gen abnormal bleeding.outcome of dysmenorrhea,hair loss, hormonal changes was changed from unknown to recovered,resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.